Event description:
It was reported to spacelabs healthcare that an xhibit central station (xcs) intermittently went offline. There was no patient or user harm associated with this event. An equipment service technician evaluated the returned device and determined that due to the age of their device and part obsolescence their xhibit central station was no longer repairable. The customer will be offered a replacement device.